Event description:
It was reported that the ultrasonic surgical device cracked when outputting during a procedure. When it was replaced, a u504-unable to output error code occurred during use; there was nothing falling off at this time. After replacing it a third time, the procedure was completed with no report of patient harm. The device was returned, evaluated, and there was tissue pad found falling off, leaving metal exposed. This MDR is being submitted to capture the reportable malfunction found during the device evaluation. This report is linked to the patient identifier, (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. However, in addition to the worn tissue pad with exposing metal, it was found that the probe's coating was peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the phenomenon pointed out occurred by the following mechanism. 1. The seal and cut output was performed with the gripper closed without gripping the tissue (including after the tissue was cut), so the tissue pad was worn and peeled off. 2.since the tissue pad was worn out and peeled off, non-insulated area of the grasping section and the distal end of the probe came into contact. 3. Since the seal and cut output was performed in that state, scratches (contact marks) indicating that the probe and the gripping part had come into contact with each other, so the use was discontinued. The event can be detected/prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Do not close the gripping part and seal and cut output when nothing is grasped between the gripping part and the probe tip, or when it is not possible to confirm whether the living tissue or blood vessel being grasped has been incised. Due to abnormal heat generation caused by friction between the gripping part and the probe tip, the gripping part and the probe tip may be damaged, deformed, or falling off, and part of the tissue pad may peel off, leading to severe wear. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. When treating living tissues or blood vessels in seal-and-cut mode, make an incision with light tension so that the incision can be seen. Also, when it is cut off, stop the output immediately. Otherwise, abnormal heat generation due to friction between the tissue pad and the probe tip may lead to damage, deformation, or disconnection of the gripping part (both the stainless-steel part and the fluoropolymer part) and the probe tip, or the peeling of part of the tissue pad". Olympus will continue to monitor field performance for this device.